Manufacturer narrative:
The insulin pump passed the displacement, reset error test, basic occlusion test, occlusion test, excessive no delivery alarm and prime test. The motor passed the motor test. No motor error alarm was noted. No cosmetic damage was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported multiple motor errors on her insulin pump. Customer's blood glucose was 120 mg/dl. There were no significant events leading to the alarm. The device was not exposed to a strong magnetic field. The alarm was cleared. Customer does not use the sensor feature. She is able to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.